Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in finland underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. In (B)(6) 2016 the patient noticed that the intestinal tube had been blocked and the patient was slow and stiff. It had been detected on (B)(6) -2016 during a fluoroscopy that the intestinal tube had been knotted. The nurse and the physician had discussed it and it had been decided that the intestinal tube will be cut and then the knot will come out by the lower route (with stool). The present tubing had been used since (B)(6) 2015